Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through a series of steps to resolve the issue, including inspecting and cleaning the pump¿s pneumatic tap area. The customer successfully loaded the cartridge onto the pump and resumed insulin administration.